Event description:
It was reported that a physician trained in the use of the starclose se device achieved hemostasis of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use, the access ports were used successfully and hemostasis was achieved with the device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed with the access port bail-out mechanism used. The vessel locator wings were bent and secure within the vessel locator assembly. Bent locator wings are consistent with difficult to remove device complaints. During the device's deployment, the compaction of tissue between the deployed locator wings and the distal end of the device's clip delivery tube can bend the locator wings distally. This condition may result in the inability of the locator wings to retract into the clip delivery tube after clip deployment requiring the dilator assisted bail-out removal method. Based on the investigation findings, the root cause for the damaged locator wings condition is related to the operational context in which the device was used. No mfg or quality issues were detected. Reviewed of the device history record for this lot did not produce any findings relevant to this report.